Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a trauma two weeks ago but still reported hearing sensation. Three (3) days ago it was reported that the user has no more hearing sensation. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user suffered from a trauma two weeks ago but still reported hearing sensation. 3 days ago it was reported that the user has no more hearing sensation. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user suffered from a trauma two weeks ago but still reported hearing sensation. Now, it was reported that the user has no more hearing sensation. The user has been re-implanted on (B)(6) 2018.